Manufacturer narrative:
Investigation closed: the face shield was not returned for investigation. The fe who replaced the cracked face shield was contacted to see if they had the face shield. The fe indicated that they no longer had the face shield, and it was disposed of. The notes within the complaint states: the mammography technician cut her hand on the sharp plastic edges of the face shield. She did not require hospitalization. The complaint is reportable, harm to the user has been identified. Based on the description of the complaint and the as reported code. The most probable cause is linked to the ongoing cracked face shield investigation: a CAPA was opened to investigate this issue: investigation into cracking face shields. This CAPA will identify the root cause of face shields cracks and implement an action plan to reduce the occurrence rate. A risk assessment trending was performed and the probability was calculated at 1 (very low) the complaint for cracked face shield was not retuned for investigation and cannot be confirmed. Based on the description and events that occurred, most likely will be tied to the root cause to be determined via CAPA opened. Device history record (DHR) review: dimensions ¿ asset sdm-sys-9000-3d / (B)(6), face shield component replaced fab-03473, date of face shield installation (B)(6)2023, date face shield cracked (B)(6)2024. UDI (B)(4).

Manufacturer narrative:
Device history record review: date of face shield installation on (B)(6) 2023. Date face shield cracked on (B)(6) 2024. UDI: (B)(4). The face shield was not returned for investigation. The field engineer who replaced the cracked face shield was contacted to see if they had the face shield. The field engineer indicated that they no longer had the face shield, and it was disposed of. Complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation.

Event description:
It was reported that on may 21, the face shield of the system cracked due to normal use and the mammography technician cut her hand on the sharp plastic edges of the plastic 3d mammo face shield. The technician did not require hospitalization. A field engineer examined the device and confirmed that the face shield was cracked and replaced the face shield. No additional information available.